Event description:
Consumer complaint customer (B)(6) MDR team cdrh device allegation document no. (B)(4). My philips respironics dreamstation CPAP machine was one of the devices under recall. I contacted philips respironics to register for a new one back on (B)(6) 2021, and have not got it yet. A rep was suppose to call me to confirm my address and give me an estimate when it would come. I had been getting the run around the first time I called the rep. The customer service rep was not sure when I would get it I had been calling trying to find out about my status since (B)(6). So I had to complain to FDA. I have sleep apnea and has not bothered me yet, but I am not sure how long it will not stay away. My dream station CPAP ref no. Dsx500h11, serial no. (B)(4). Also this is the number I was given by FDA consumer complaint dept. To call respironics supervisor. The supervisor was not helpful and was vague with info. Here is the number (B)(6). Any questions for me call (B)(4). FDA safety report ID# (B)(4).